Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "discomfort, pain, and redness." The device has been explanted and replaced.

Event description:
Explanting physician reported capsular contracture baker grade IV in right breast device, that caused discomfort, pain, and redness. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone : (B)(6) g.3 was inadvertently left blank on the initial medwatch, the correct date for g.3 is 04/may/2021.